Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "cannot be emptied completely, the plunger cannot be pushed forward" (failure to deliver [plunger]). A facility reported the product cannot be emptied completely. The plunger cannot be pushed forward. There was no patient harm.

Manufacturer narrative:
Batch record review indicated there were no remarks related to this type of complaint in the batch record. A functionality test was performed during manufacturing and the result was satisfactory. The expel force of the syringes was within specification; however, there was an increase at the end of the syringe. To prevent similar events the gliding force of the syringe was reduced by the supplier. Incoming syringes from the supplier are inspected for homogeneity of their gliding force. There has been two other similar complaints received in this lot number. Five opened, used complaint samples were received. No additional testing was possible on the used samples. (B)(4).